Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2408-56 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2408-56 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for longer periods of time. An x ray was taken and showed ipg and lead migration. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for longer periods of time. An x ray was taken and showed ipg and lead migration. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21234590.